Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: manta deployed, angiogram revealed decreased flow at the site. Surgical cutdown performed.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms and photo were submitted and reviewed by the investigative team. The angios indicate an interrupted flow at the access site. The photo image was of a massive piece of plaque extracted from the vessel. Based on the information submitted, following a sheath-less inline tavr procedure, a 14f manta was deployed for closure in the left common femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. The arteriotomy was 6.5mm, severe calcification throughout the vessel, posterior wall calcification, and a depth deployment of 8cm. During deployment, the physician added 1.5cm to the deployment depth. Step 1 of the arteriotomy location procedure states manta deployment depth = flow stop measurement at skin + one (1) cm. Following manta closure, a post angiogram indicated a complete occlusion at the access. The physician chose to do a cut down, explanted the manta, and the patient reported as fine post procedure. An attempt was made to gain clarification on the positioning of the manta implant and findings from the surgical cut down; although these were unable to be obtained. It is likely the root cause of the occlusion is from plaque disrupting the proper positioning for the manta, causing the manta to prop open, blocking flow. The IFU lists warning do not use manta in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or >50% diameter femoral or iliac artery stenosis. The IFU lists ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Potential adverse events related to the deployment of vascular closure devices include accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring surgical repair. Procedure preparation indicates to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.